Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. Treatment information was not reported. The cause of death was unknown and it was not reported if therapy was ongoing until the time of death. It was not reported if the patient had recovered from the peritonitis prior to passing away. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13l29018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.